Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged between 70-400 mg/dl. Reportedly, customer loaded a new cartridge each time and insulin delivery was resumed. In addition, it was reported that multiple intermittent occlusion alarms occurred. The customer would clear the alarms and resume insulin therapy. Reportedly, the customer will continue using the pump.